Event description:
I had surgery to implant a device onto the bones in my elbow to hold them in place and correct a break. But when it was removed they found that the device was not only broken but it had not worked and said there was no way it could have been broken by myself or by them when they put it in. My doctor said he sent the device to the manufacturer to find out what the problem was. But he had already asked if I wanted the device after the surgery and I said I wanted it, but he sent it off anyway without my knowledge, and didn't tell me until afterwards. It is called a skeletal dynamics internal fixator. At my appointment yesterday, I found out I have to have surgery again to repair my elbow. I am in a great deal of pain and cannot use my arm.